Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was explanted due to severe infection and device extrusion. No company representative was informed at the timepoint of the infection or explantation. Further information and the explanted device has been requested. At this time it is unclear if the user will be re-implanted.

Event description:
The user was explanted due to severe infection and device extrusion. Date of explantation is unknown.

Manufacturer narrative:
Additional information: according to the limited information received from the field the device was explanted due to an infection and extrusion of the device through the skin. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any infection. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. Additionally, in situ measurements show one channel with hi status due to undetermined reasons. Despite requested neither further information nor the device has been received for investigation.